Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified access set underinfused while tpn (total parenteral nutrition) was being administered to a patient. It was further reported that the pump was programmed to run 2550ml over 16 hours; however, approximately 425ml remained in the bag following the 16 hour infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.